Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1437 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1437 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no. D06936) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1437 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: at removal procedure, the essure devices were discarded. A bilateral tubouterine implantation was performed after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: exam: fluoroscopic hysterosalpingogram - findings: initial scout images demonstrate essure devices projecting over the bilateral adnexa in the expected location of the fallopian tubes. Contrast can be seen opacifying the endometrial canal. A short stump of the proximal fallopian tubes are visualized central to essure devices. There is no contrast opacification peripheral to the lesion devices. There is no free spillage of contrast within the pelvis. Impression: essure devices are visualized bilaterally within the fallopian tubes. There is no free spillage of contrast into the pelvis. [Hysteroscopy] on (B)(6) 2016: operative procedure: hysteroscopic sterilization- - essure bilateral tubal occlusion. Description of procedure: the patient was taken to the procedure room having been premedicated with valium 5 mg po and toradol 30 mg im. Mirena iud removed before procedure but after betadine prep. Coils: left- 2; right- 4 [laparoscopy] on (B)(6) 2020: preoperative and postoperative diagnosis: bilateral tubal occlusion secondary to essure. Procedure: tubouterine implantation, bilateral. Specimens: two essure devices were discarded- not sent to pathology. Complications: none. Findings: the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in their proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incisions. Procedure: patient tolerated procedure well lot number: d06936 manufacture date: 2014-09 expiration date: 2017-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no. D06936) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1437 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: at removal procedure, the essure devices were discarded. A bilateral tubouterine implantation was performed after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: exam: fluoroscopic hysterosalpingogram - findings: initial scout images demonstrate essure devices projecting over the bilateral adnexa in the expected location of the fallopian tubes. Contrast can be seen opacifying the endometrial canal. A short stump of the proximal fallopian tubes are visualized central to essure devices. There is no contrast opacification peripheral to the lesion devices. There is no free spillage of contrast within the pelvis. Impression: essure devices are visualized bilaterally within the fallopian tubes. There is no free spillage of contrast into the pelvis. [Hysteroscopy] on (B)(6) 2016: operative procedure: hysteroscopic sterilization- - essure bilateral tubal occlusion. Description of procedure: the patient was taken to the procedure room having been premedicated with valium 5 mg po and toradol 30 mg im. Mirena iud removed before procedure but after betadine prep. Coils: left- 2; right- 4 [laparoscopy] on (B)(6) 2020: preoperative and postoperative diagnosis: bilateral tubal occlusion secondary to essure. Procedure: tubouterine implantation, bilateral. Specimens: two essure devices were discarded- not sent to pathology. Complications: none. Findings: the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in their proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incisions. Procedure: patient tolerated procedure well. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information,medical history,lab data,lot no.,indication,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.